Event description:
Generator and lead analysis were completed. The reported high impedance was not duplicated in product analysis (pa) lab on the generator. Various electrical loads were attached to the generator and diagnostic test were normal. Functionality in the generator's ability to provide appropriate programmed settings was verified in pa lab. The device output was monitored for more than 24 hours in a body simulated temperature environment and results showed no signs of variation. Magnet activations performed during this period demonstrated appropriate magnet output. The electrical evaluation showed the generator performed according to functional specifications with the exception of the expected low battery voltage. The lead was returned due to lead fracture reported. Continuity checks of the returned lead portions were performed and no discontinuities were identified. The condition of the returned lead portion is consistent with the conditions that typically exist following an explant procedure. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Section d4. Suspect medical device, lot #, corrected data: device lot number known and inadvertently not coded on initial MDR. Section h4. Device manufacture date (mo/day/yr), corrected data: manufacture date known and inadvertently not coded on initial MDR.

Event description:
The patient's explanted generator and lead were received into analysis. Analysis has not been completed to date.

Event description:
It was reported that the patient's device showed high lead impedance prior to the surgery for the patient's generator replacement surgery. The lead revision was completed at a later date and pre-operative interrogation and diagnostics resulted in a depleted battery and high impedance. It was noted that pin was properly inserted upon inspection. Both pins were fully inserted into the old generator and no damage to the visible portion of the lead was observed. The patient's explanted generator and leads have not been received into analysis to date. No additional relevant information has been received to date.